Manufacturer narrative:
The reported events were increased capture threshold, decreased sensing, and failure to retract the helix of the lead due to blockage of myocardial tissue. As received, a complete lead was returned in one piece. The reported event of failure to retract the helix of the lead due to blockage of myocardial tissue was confirmed. Visual examination found the helix was fully extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension was within specification. On the other hand, the reported events of increased capture threshold and decreased sensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies at the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of failure to retract the helix of the lead was isolated to the helix clogged with blood/tissue

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, increased capture threshold and decreased ventricular sensing were noted on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but was unsuccessful due to the helix unable to retract from being blocked by myocardial tissue. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.